Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 15-degree anterior tilt of the filter, fractured posterior strut and migration into the left hepatic lobe. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and migration could not be confirmed, and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to 15 degree anterior tilt of the filter, fractured posterior strut and migration into the left hepatic lobe.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 15-degree anterior tilt of the filter, fractured posterior strut and migration into the left hepatic lobe. The patient reported becoming aware of those events approximately seventeen years post implant. The patient also reported experiencing anxiety related to the filter. According to the medical records, the patient had a history of osteoarthritis, gastric ulcer disease, obesity, left rotator cuff tear, anterior myocardial infarction, coronary artery disease (five vessel bypass graft thirteen days prior to filter implant), left ventricular dysfunction- ejection fraction of 30%, atrial fibrillation, hypertension, and hyperlipidemia. The patient was discharged seven days after bypass surgery and returned to the hospital six days later with anxiety and was found to be hypoxic. Imaging revealed large pulmonary thromboembolism and left lower extremity deep vein thrombosis. The indication for the filter implant was left lower extremity deep vein thrombosis and large pulmonary thromboembolism. The filter was placed via the right femoral vein and deployed above the confluence of the iliac veins. Approximately seventeen years post implant an abdominal computed tomography (CT) scan was performed to evaluate the filter. The CT findings reported an inferior vena cava filter 1.9 cm above the common iliac vein confluence, 4.5 cm inferior to the right renal vein and 5.3 cm inferior to the left renal vein. The filter is tilted anteriorly 15 degrees with the proximal end abutting the anterior wall and the inferior end abutting the posterior wall of the ivc. The posterior strut of the filter is absent. There was no evidence of caval stenosis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and migration could not be confirmed, and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to 15 degree anterior tilt of the filter, fractured posterior strut and migration into the left hepatic lobe. According to the medical records, the patient had a history of osteoarthritis, gastric ulcer disease, obesity, left rotator cuff tear, anterior myocardial infarction, coronary artery disease (five vessel bypass graft thirteen days prior to filter implant), left ventricular dysfunction- ejection fraction of 30%, atrial fibrillation, hypertension, and hyperlipidemia. The patient was discharged seven days after bypass surgery and returned to the hospital six days later with anxiety and was found to be hypoxic. Imaging revealed large pulmonary thromboembolism and left lower extremity deep vein thrombosis. Per the implant records, the patient is reported to have developed a massive pulmonary embolus post-operative from open heart surgery. The inferior vena cava (ivc) filter was indicated to prevent any further embolization. The femoral vein was cannulated with a large bore needle. A guide wire was advanced up into the aorta. A venogram showed the location of the iliac veins and a good ivc. The trapease filter was pushed up and deployed into the ivc above the confluence of the iliac veins. The patient did well and was transferred to the recovery room in satisfactory condition. Approximately seventeen years after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for checking the inferior vena cava filter. The CT findings reported an inferior vena cava filter 1.9 cm above the common iliac vein confluence, 4.5 cm inferior to the right renal vein and 5.3 cm inferior to the left renal vein. The filter is tilted anteriorly 15 degrees with the proximal end of the filter abutting the anterior wall of the inferior vena cava and the inferior abutting the posterior wall of the inferior vena cava. The posterior strut of the filter is absent. No evidence of caval stenosis. Other incidental findings included colonic diverticulosis, atherosclerotic vascular disease, a small hiatal hernia and superficial collateral vessels in the left lateral chest and abdominal wall. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seventeen years post implantation. The patient reports fracture, tilting and migration of the filter, with fractured filter struts retained in the left hepatic lobe. The patient also experienced anxiety related to the filter causing further damage as it has not yet been safely removed.